Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was that the caller reports that they just read the patient's restore and they did an impedance check and 15 of the contacts read over (B)(6). The only electrode that reads normal with the default test is electrode 13 at(B)(6) something. Call was disconnected due to headset issues and an outbound call was made to rep to continue troubleshooting but left message for call back. The issue was not resolved through troubleshooting. Did not get time to get patient name.